Event description:
A patient reported loss of some arm function (pronation) a year after a procedure with the tenex health tx system on his elbow. The treating physician did not note any issues during the procedure or at post-operative follow-up. It is unclear if the present condition is related to the prior treatment with the tx system.

Manufacturer narrative:
Follow-up report #01. Additional information was obtained on patient's other relevant history and further medical consultations. Another physician reviewed multiple sources of test data from the patient's affected arm and could not determine a source of the reported symptoms (or connection to treatment with the tenex health device).

Manufacturer narrative:
Additional information was obtained on patient's other relevant history and further medical consultations. Patient reported a separate injury to the affected arm after treatment with the tenex device. Follow-up imaging revealed a nerve "impingement" related to this injury. It was concluded that the "procedure" with the tenex device was not related to the reported adverse event.